Event description:
It was reported that the device was intermittently resetting on its own. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the batteries had broken clips, causing the device to reset. The batteries will be replaced and the device will be returned to the customer for use.